Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured. A lead revision was performed but difficulties were experienced when removing this lead. Only a partial portion of the lead could initially be extracted and as a result, a partial thoracotomy was then performed to remove the rest of the lead. Following the procedure, the patient experienced recurrent vomiting and severe hypotension requiring additional medical intervention. In addition, the patient experienced sepsis, pleural empyema, and endocarditis and then went into shock. Additional treatments were performed and the patient did recover. No additional adverse patient effects were reported. The rv lead was delivered to another hospital and has not been returned to boston scientific and it is not expected to be returned. This case is involved in a legal action.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.